Manufacturer narrative:
We are still investigating this malfunction.

Event description:
Break in left link arm in base of cosycot infant warmer while nurse was transporting patient. No patient injury reported. Patient was transferred to another cosycot infant warmer.